Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a significant decrease in the remaining longevity, from 66% to 10% in less than one year. Premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering evaluation confirmed the power consumption was increasing abnormally. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted three weeks later and a new transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a significant decrease in the remaining longevity, from 66% to 10% in less than one year. Premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering evaluation confirmed the power consumption was increasing abnormally. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted three weeks later and a new transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.